Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. After the procedure, when trying to lock the reservoir after emptying exudate, it could not be locked. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Actual sample received for evaluation and lock does not work due to the latch of the plate is broken. After analysis, it was found that the latch was broken possibly by final user handling after the manufacturing process was completed. Under this condition, the plate will remain open and an open plate cannot be packaged in the inner pouch. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control. Root cause could not be determined due to it was not possible to know when the latch was broken.